Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The reporter noted damage to the keypad and alleged that the response issues occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn near the ok button. During testing, all keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display and a crack in the battery compartment threading.